Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing inflation issues due to a hole in the pump causing fluid loss. An intraoperative testing on the table confirmed the leak in the pump. A surgical procedure was performed in which the pump was explanted and replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) was returned for evaluation. The pump was microscopically examined, leak tested and functionally tested. Microscope examination revealed that the poppet rod was misaligned. The pump passed the leakage test. However, the pump was not able to be functionally tested due to the poppet rod misalignment. Based on analysis results, the poppet rod misalignment identified in the pump may have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing inflation issues due to a hole in the pump causing fluid loss. An intraoperative testing on the table confirmed the leak in the pump. A surgical procedure was performed in which the pump was explanted and replaced with a new one. There were no patient complications reported.